Event description:
It was reported that the patient was unable to adjust their stimulation and the device was in a power on reset (por) condition. The display showed the "call your doctor" icon. The por was cleared.

Event description:
Additional information received reported that the patient had no stimulation sensation. The patient went to her health care provider several months ago and the nurse couldn't communicate with the device. The patient had not had stimulation in about 1 year. The patient had itching on her upper thigh that often went away with benadryl. Additional itching was on her left arm, but she received "some cream" from her physician and the itching had gone away. The patient reported neuropathy of the feet.

Manufacturer narrative:
Lead: model 3889-28, lot: v156080, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).